Manufacturer narrative:
MFR's report date: april 18, 2011. (B)(6). Although device return is expected, it has not yet been received. A f/u report will be submitted once the device is received and investigated or additional info is obtained.

Event description:
An infant in the nicu was on an infusion of d10w. The nurse identified a minute hole in the set where the filter connects to the tubing. A significant amount of blood backed up into the tubing and the d10w solution was leaking into the bed.